Event description:
It was reported when the insulin pump delivers insulin to the customer it would cause pain. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.